Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement. It was noted that there was a gradual rise in rv pace impedance measurements over the past year starting in the 600 ohms range until the lss was trigger on (B)(6) 2021. Rv lead impedance trends suggests that the lead behavior consistent with lead calcification. Following the lss, there were stored events with noise and greater than two seconds of pacing inhibition. Chest x-rays were taken, but were noted to be unremarkable. Technical services (ts) reviewed programming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement. It was noted that there was a gradual rise in rv pace impedance measurements over the past year starting in the 600 ohms range until the lss was trigger on (B)(6) 2021. Rv lead impedance trends suggests that the lead behavior consistent with lead calcification. Following the lss, there were stored events with noise and greater than two seconds of pacing inhibition. Chest x-rays were taken, but were noted to be unremarkable. Technical services (ts) reviewed programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. It was noted that the patient had been experiencing dizziness secondary to bradycardia. No additional adverse patient effects were reported.